Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 28-jun-2022 via medwatch # mw5110629. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter hub is separating from the device. Patient was treated for medical intervention. The following information was provided by the initial reporter: pt with chronic kidney disease required routine lab draw. The lab specimen is obtained from the pt's dialysis catheter using a vacutainer with a leur adapter attached to the pt's catheter. After the lab, specimen was obtained, the vacutainer with the leur adapter was removed from the pt's catheter port. During the removal process, the tip of the leur adapter broke off inside the pt's catheter port. Pt was sent to emergency room by non-emergent ambulance for a new dialysis catheter to be placed before receiving her hemodialysis treatment.

Manufacturer narrative:
After review MFR report #1024879-2022-00383 was submitted in error. This MDR is to be considered canceled as a duplicate of MFR#: 1024879-2022-00367, 1024879-2022-00366, 1024879-2022-00365.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter hub is separating from the device. Patient was treated for medical intervention. The following information was provided by the initial reporter: pt with chronic kidney disease required routine lab draw. The lab specimen is obtained from the pt's dialysis catheter using a vacutainer with a leur adapter attached to the pt's catheter. After the lab specimen was obtained, the vacutainer with the leur adapter was removed from the pt's catheter port. During the removal process, the tip of the leur adapter broke off inside the pt's catheter port. Pt was sent to ER by non-emergent ambulance for a new dialysis catheter to be placed before receiving her hemodialysis treatment.